Event description:
A hospital in (B)(6) reported to a fisher and paykel healthcare (fph) representative that water leak occurred at the connection of the water bag spike and the feedset tube of an mr290 humidification chamber during patient use. The incident occurred after two days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) for evaluation. The chamber was visually inspected and also connected to a water bag for performance testing. Results: performance testing resulted in a drop of water building at the connection between the feedset tube and the water bag spike. There was sufficient glue observed on the tubing during visual inspection, however it was only partly bonding. A lot check revealed no other complaints for lot 120718. Conclusion: we were unable to determine what caused the reported damage. However the damage appears to be the result of the tube being pulled instead of the spike when the water bag is being changed. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset leaks. Significantly we have not been able to replicate failure of the feedset tube in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of (B)(4). During production, pull testing of the feedset strength at both spike and dome end is performed (B)(4) on mr290 chambers from each production line. If any product fails this test, the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the damage occurred after the product was released for distribution. The customer had confirmed that in all four cases the feedset tubing had become damaged after start of use. The user instructions that accompany the mr290 state the following: set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.